Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3487a-33, lot# j0454448v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0454448v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) via the manufacturer's representative (rep) reported the patient's skin broke down over the generator with fluid draining. It was unknown what diagnostics were performed. The rep was unsure what actions or interventions were taken, though it was noted that they were planning explant and re-implantation after antibiotic treatment. At the time of the report, the issue had not been resolved and there were no plans made to resolve as the physician was authorizing the surgery. Relevant medical history included failed back syndrome.